Event description:
It was reported that the patient's mother had heard the pump alarm when the patient's tubing was kinked. "I've heard like when he's kinked his tubing I've heard it alarm, you'd hear the soft little beep. Just out of the blue it would come out of his belly and then it was fine. So it must have been like a hiccup or whatever." The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).